Event description:
Pt underwent posterior lumbar fusion procedure with instrumentation l5-s1 on 4/20/93. On 1/25/94 the implants were removed and another anterior and posterior fusion was performed with no instrumentation.